Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 8f 23cm avanti + sheath broke apart when placed on wire. A piece of the one-way valve had come apart. There was no reported injury to the patient. Additional information and device return was requested; however, neither were obtained after multiple attempts made.